Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery and yellow wrench alarm was not confirmed during evaluation of the returned heartmate mobile power unit (mpu). The returned mpu, serial number (B)(6), was received and evaluated at the service depot. The unit was connected to ac power and booted up as intended. The unit was connected to a mock circulatory loop for several days and no atypical alarms or issues were reproduced. The unit was functionally tested and passed. The mpu was returned to the customer. The provided information indicated the alarm activated upon initial use by the patient after they were discharged. The batteries and ac power cord was exchanged with no resolution of the alarms. No log files are available for review. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveal that the heartmate mobile power unit, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B, heartmate 3 patient handbook, rev. B are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve battery and yellow wrench alarms associated with the mobile power unit (mpu). Section 8 of the IFU, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. Section e of the IFU, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient who was just discharged went to use their mobile power unit (mpu) for the first time. The mpu consistently alarmed an audible alarm with the battery and wrench symbol. Different batteries were and different power cords were attempted but neither worked. The patient was then provided with a new mpu with the same power cable and the previous mpu was taken out of rotation.